Manufacturer narrative:
Concomitant medical products: device 5076-52 lead. Implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling like needles were sticking in their heart and that their right ventricular (rv) lead had pulled out all of the way. It was further reported that the rv lead exhibited intermittent capture at high outputs. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.